Manufacturer narrative:
Section b3: date of event is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective stimulation due to lead migration. As a result, patient underwent surgical intervention to explant and replace the entire system. Therapy was restored post-op.